Manufacturer narrative:
During catheter care, the catheter broke distal to the balloon inflation port. A piece was retained in the bladder and removed via cystoscopy. No serious injury resulted. The sample was not retained for evaluation. We have no photos. It is not known how long the catheter was in place prior to the incident. We have not had any other similar incidents reported to us for this device. A root cause has not been determined.

Event description:
The catheter broke and the retained piece was removed via cystoscopy.